Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete.

Event description:
It was reported that during a surgical procedure, the router broke in the attachment. It was also reported there were no adverse consequences as a result of this event. It was further reported that there was a 1 minute delay to obtain an alternative device. It was also reported the procedure was completed successfully.

Manufacturer narrative:
Investigation results indicate that during evaluation abrasive wear along the flute edge was observed which suggests the router may have come into contact with a metal instrument while in use. This may have contributed to the router break. The associated attachment IFU 5407-210-768 rev-a notes the following warning; "do not let the spinning cutting accessory come into contact with retractors or other metal tools. Metal shavings could detach from the equipment and fall into the surgical site."

Event description:
It was reported that during a surgical procedure, the router broke in the attachment. It was also reported there were no adverse consequences as a result of this event. It was further reported that there was a 1 minute delay to obtain an alternative device. It was also reported the procedure was completed successfully.